Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The rep reported that the patient was in for reprogramming. The rep noted that electrode 3 was out of range. The rep programmed around the electrode to get new groups a. The patient felt stimulation where needed. The patient hadn¿t fell or tripped. The rep reported that there was no reason why the electrode should be out of range. No further complications were reported.